Event description:
It was reported to covidien on (B)(6), 2011 that a customer had an issue with the 4x4 x-ray detectable sponge that is a component of a kit. The customer reported, the 4x4 x-ray detectable sponge was pulling apart and shredding when used during a medical procedure. The cotton fibers came loose from the sponge and remained in the body cavity of the patient. The physician was able to remove the fibers using surgical instruments and saline flushes. Patient is reported as discharged.

Manufacturer narrative:
Submit date: (B)(4), 2011. An investigation is currently underway, upon completion the results will be forwarded.